Event description:
A customer reported that a cartridge was not fitting properly in the pump, as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, removed the pump's case, inspected the pump and pneumatic tap area, and found an o-ring on the pneumatic tap. The customer cleaned the area, removed the o-ring, and successfully reloaded the original cartridge, enabling the resumption of their insulin therapy. The issue had occurred multiple times in the past.